Event description:
It was reported the customer was experiencing high blood glucose. Customer also had diabetes ketoacidosis and their blood glucose was between 300 mg/dl and 400 mg/dl. The customer's mother stated their high blood glucose was caused by the customer eating too much sweets. Customer's mother stated it was difficult for her to monitor the customer's eating habits. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.